Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump made no audible tones and only had vibration tones. The pump cover was removed and a failed electrical connection was found in the audible alarm circuit.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging there is no audio tone. The issue began the day before, when the patient notice the low battery warning but did not hear the audio alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.